Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that, during the installation, a malfunction of the ups from flex cardio (failed the electrical safety test) and the malfunction of the ups of the system itself is not possible to establish the voltage of 400 v. The device was not in use on a patient.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.